Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the seal on the package was open. The following information was provided by the initial reporter: the seal on the packaging of a 50ml syringe is defective.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-may-2022. H6: investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, the sealing cord is verified to have adequate dimensions, however, the seal was observed to be opened. A device history review was performed for reported lot 2111035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed, the sealing cord is properly formed and no open seals were found. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the packaging met required specification. While we cannot identify a direct issue, this issue may occur due to a failure in the introduction system from the primary packaging machine to the secondary packaging machine, although the device records do not indicate any issues related to this and no open seals were observed within the retained samples.

Event description:
It was reported while using bd plastipak¿ syringes the seal on the package was open. The following information was provided by the initial reporter: the seal on the packaging of a 50ml syringe is defective.